Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study on 2018-jul-08. It was reported that the catheter was explanted/replaced on (B)(6) 2018. This conflicts with the previous report that the catheter was repositioned on (B)(6) 2018.

Manufacturer narrative:
Information received on 2018-jun-07. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018 (hcp, sdy): additional information was received from a healthcare provider via a clinical study on 2018-jun-07. It was reported that the cause of the patient's catheter kink was not determined. The patient's baseline weight at the time of the event was provided. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study on (B)(6) 2018 regarding a patient receiving hydromorphone (4.0mg/ml at 5.496mg/day) and bupivacaine (10.0mg/ml at 1.374mg/day) via a implanted infusion pump. The indications for use included non-malignant pain and degenerative disc disease/herniated disc pain. It was reported that the patient reported a decrease in analgesia on an unspecified date. On (B)(6) 2018, surgical observation identified a catheter kink at l1. Interventions included repositioning of the catheter on (B)(6) 2018, and the event resulted in an unscheduled clinic or office visit. The event resolved without sequelae on (B)(6) 2018. The etiology indicated the event was related to the device or therapy and was possibly related to the implant procedure. The intrathecal/spinal portion of the catheter was involved in the event. The clinical diagnosis was change in analgesia and the programming date from the most recent refill prior to the event was (B)(6) 2018 at 15:36. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.